Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The patient was having a revision on (B)(6) 2017. They were getting good cerebrospinal fluid (csf) backflow with the revision. The manufacturing representative was going to confer with the healthcare provider (hcp) and send the affected pump back to the device manufacturer once pathology was finished with the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 10mg/ml at 4.566 mg/day and bupivacaine 5mg/ml at 2.2832mg/day via an implantable pump. The indications for use were chronic low back pain and spinal pain. The patient reported a ptm (personal therapy manager) code. The code was 8476 (motor stall). Per the patient the ptm says his pump was malfunctioning. When asked to clarify the patient stated it would not give the patient a bolus and it gives him a number. When asked what number the patient stated he would need to do it again to make sure. The patient was walked through to request a bolus and stated that the numbers were 8476 (motor stall). The patient was asked if they had any testing or MRI and the patient reported that they were in the hospital and has had 2 cat scans, ultrasound of his heart and multiple x-rays. There were no patient symptoms reported. Additional information received from a company representative reported that a motor stall was seen at initial interrogation. Per this reporter the patient had a CT scan but no MRI. The physician¿s office had called the company representative to ask about the code on the ptm so the representative contacted the patient to acquire the code. The patient had not been seen since they saw the code on the ptm. The nurse stated they thought they heard the alarm. The patient was currently in the hospital because he was getting an angiogram. The company representative was not aware of any patient symptoms however the patient was out of it based on what the patient told him in response to a question about the code the patient noted on the ptm (personal therapy manager) as the patient stated ¿sorry I¿m a little bit out of it¿. It was further reported that the patient had a CT scan and was near MRI magnets but didn¿t actually have an MRI. Another company representative read the pump logs: (B)(6) 2017- motor stall occurred, (B)(6) 2017- motor stall recovery occurred, (B)(6) 2017- motor stall occurred, (B)(6) 2017- tube set error, (B)(6) 2017 12:05- motor stall recovery occurred, (B)(6) 2017 15:15- motor stall occurred (-no recovery) and (B)(6) 2017- tube set error. The reporter silenced the alarm and updated the pump but it was still stalled. The reporter planned to follow up with the healthcare provider. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was replaced on (B)(6) 2017 and the surgeon was able to obtain flow from the catheter and therefore the catheter was not replaced.